Manufacturer narrative:
The lot number provided could not be verified. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.

Event description:
It was reported that during a left foot bunionectomy, the electric pen drive had low revolutions per minute (rpms) when using the hand switch. It was not possible to determine if the problem was with the hand switch or the electric pen drive. The procedure was not delayed and was completed with no further problem using the foot pedal for the device instead of the hand switch. There was no harm to patient. This is report 2 of 2 for file (B)(4). This report is for the electric pen drive.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the reporter''s complaint the electric pen drive has low power could not be confirmed. The device was tested and the complaint was not duplicated.device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
This device is for treatment, not diagnosis.subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.(B)(4)

Manufacturer narrative:
A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Changed name to (B)(6)